Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file submitted by the account confirmed low speed and pump stop events while supported by the power module. Based on heartmate ii complaint history and similar reported events, the data captured in the submitted log file is consistent with a potential driveline issue; however, a specific cause could not conclusively be determined through this evaluation as no product was returned for evaluation. The submitted log files contained data from (B)(6) 2021. Multiple pump stop and low speed events were captured on (B)(6) 2021 while the device was supported by the power module. These pump stops resulted in corresponding motor stop, low speed advisory, low speed hazard, and low flow hazard alarms. The pump appeared to function as intended prior to these events. According to the account, the patient was given an ungrounded patient cable and has had no further events. The patient is reportedly asymptomatic and will remain on the ungrounded patient cable. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous clamshell repair was reported in MFR report number:2916596-2020-04437. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple alarms which he believes have been occurring for quite some time. On interrogation by the vad coordinator, the patient's device had greater than 15 pump stops. The patient has a history of clam shell repair. The vad coordinator reported this was likely a short to shield. The patient was put on an ungrounded cable with no alarms. The log file captured speed drops less than the low speed limit and pump stop on (B)(6) 2021. This appears to be caused by a driveline short to shield. It was reported that the patient was asymptotic and the plan for the patient was to remain on the orange ungrounded cable.